Manufacturer narrative:
The customer returned three phaca tips, a dvd of the procedure, and 1 photo. Investigation, including root cause analysis is in progress.

Event description:
The customer reported there were three demonstration operations done this day, and that a piece of metallic particle was found on the iris after the third operation, but it was not picked out. No patient impact was observed so far. The customer stated they sterilize and reuse the single-use phaco tips.